Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device. The patient reports their blood glucose level had rose to over 250 mg/dl. Symptoms reported include itching, purulent discharge, redness, swelling and the pod infusion site, (abdomen) being hard to the touch. The patient had a doctor come to their hotel room. The patient was diagnosed with cellulitis. The patient was prescribed augmentin cream (500 mg) to be taken once daily for a week. In addition the patient was prescribed acide fusidique (2%) cream as well as doliprane (1000 mg).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.